Manufacturer narrative:
Device passed the operating currents, self test and displacement test. No unexpected battery power loss anomaly noted during test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 425 mg/dl. The customer stated that the insulin pump had battery out limit alarm. Customer was able to clear the alarm. The customer was treated for the high blood glucose with insulin pump. The customer declined troubleshooting for high blood glucose level. Customer refused to troubleshoot and said that the insulin pump was dead. Customer cannot saw anything on it and requested to send her a replacement insulin pump. The insulin pump was returned for analysis.